Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14-may-2022, serial#: (B)(4), UDI #: (B)(4). Dev rtn to MFR? No. Mfg date: 01-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac perforation which was confirmed by contrast enhancement computerized tomography (CT) which occurred during implant of a leadless pacemaker. Though four deployments were attempted, recapture was repeated due to poor electrical data such as the pacing threshold value. The leadless ipg was removed. No further patient complications have been reported as a result of this event.